Event description:
It was reported that the patient underwent a cervical procedure to implant two anterior fixation plates and the screws. The removal surgery was performed because the anterior fixation plate back out and compressed the respiratory tract. The removal procedure was performed approximately 17 months post op. During the removal procedure it was found that one of the locking rings of the fixation screws was broken. X-rays confirmed no broken piece was left inside. Fusion reportedly failed.

Event description:
It was reported that the patient underwent a cervical procedure to implant two anterior fixation plates and the screws. The removal surgery was performed because the anterior fixation plate back out and compressed the respiratory tract approximately 10 months post op. During the removal procedure it was found that one of the locking ring of the fixation screw was broken. X-rays confirmed no broken piece was left inside. Fusion reportedly failed.

Manufacturer narrative:
The part and lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The plates reportedly were implanted are catalog # g8799135, lot # w05b0241 or catalog # g8799137, lot # w07j3844. Lot w05b0241 is (B)(6) 2010; expiration date for lot w07j3844 is (B)(6) 2015. Both parts are not approved for use in the united states; however the like device catalog # 8799135 and 8799137, 510k # (B)(4) was cleared in the united states. The manufacture date for lot (B)(4) ; the manufacture date for lot w07j3844 is (B)(6) 2007. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.